Event description:
Information received indicates the bed is drifting into trendelenburg.

Manufacturer narrative:
The technician found the head hi/low down valve was leaking. He replaced the valve to repair the bed.